Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected alarms. The customer¿s blood glucose level was 140 mg/dl. Customer stated that they had a pump failure. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. It was reported that the power error detected recurred within a week of troubleshooting of the previous occurrence. The customer was advised the pump will need to be replaced and was advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing. Pump was received with pump error 25 due to j6 connector resistance issue.